Event description:
Leak from erosion of tubing. Connector broken(?), follow up findings: leakage at or near port tubing connector.

Event description:
Broken device. Broke near the cone shape part in tubing. Follow up findings: intraoperative break occured on tube near the tubing collar junction.